Event description:
It was reported that a patient presented with a false elective replacement indicator noted on the patient's implantable cardioverter defibrillator. No intervention was reported and the patient was stable throughout.